Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the procedure for pocket erosion the physician noted there was outer insulation damage on the atrial lead. It appears that the lead remain in use. No patient complications were reported as a result of this event.